Manufacturer narrative:
(B)(4).

Event description:
It was reported to phillips that the heartstart mrx defibrillator showed a left limb leg not attached message. There was no negative patient impact.